Event description:
It was reported that the patient presented remotely via merlin.net with the non-sustained right ventricular oversensing episodes. Upon interrogation, the implantable cardioverter defibrillator exhibited loss of right ventricular capture. All the other electrical measurements were normal. The device programming change was discussed but has not been performed yet. No patient¿s symptom was reported.